Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician; the reported problem was resolved by replacing the ultrafiltration pump. The machine passed functional testing and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not confirmed and traced to component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 machine was not ultrafiltrating during machine setup prior to patient treatment. It was reported that a fresenius (B)(4) technician replaced the ultrafiltration pump, placed it in the chamber, adjusted strokes, and carried out functional testing, which the machine passed. There was no patient involvement, injury, adverse events, or medical intervention required as a result of the reported event. It was reported that the machine has returned to service. Additional event details requested, however, were not provided.